Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The evaluation results found that the lens was broken due to the bent outer tube. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is most likely due to the effect of a considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope was broken. It is unknown when the issue occurred. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.